Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. She replaced the battery but it did not light up. The insulin pump was exposed to moisture. Customer's blood glucose level was 257 mg/dl. The customer was advised to revert to a backup plan until the replacement battery cap arrived. The device was not returned.